Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2100766 of echo-hd-22-ebus-p was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 04 april 2024. Distal end of needle examined, and kink observed approx. 1.5 cm from tip of needle. Needle able to advance but unable to retract fully. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2100766 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion leading to the distal end of the needle to kink and causing the difficulty retracting the needle into the sheath as indicated by the user and observed during the lab evaluation. Another possible root cause is damage to the patient end of the needle during insertion/advancement down the scope resulting in the needle kinking distally. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
This supplemental report is being submitted due to the completion of the investigation on 26-jul-2024.

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle kink seriously. Then changed to another ebus device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: updated on 19mar2024 tp also would you be able to request confirmation if it was a proximal or distal kink on the device? Proximal kink was observed. Could the needle be fully retracted into the sheath prior to removal from the patient? No. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: procore 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r 2l 4r ao ar 11ri 11s 4r 7. Please describe the size of the intended target site. Under collection 8. If not with the device in question, how was the procedure performed and/or finished? With other brand of ebus needle to complete the procedure. 9. Was the device used in a tortuous position? No. 10.are images of the device or procedure available? No. 11.was it damaged in packaging before removal? No. 12.was it damaged on removal from packaging? No. 13.was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: : 14.what is the endoscope manufacturer and model number that was used? Pentax 15.was force required on insertion of device into scope? No. 16.when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17.was difficulty experienced while retracting the needle? No.